Event description:
It was reported that prior to the start of a da vinci-assisted hemicolectomy-right surgical procedure, operating room (or) staff stated that one of the carts of the system was not connected to the vision tower. The intuitive surgical, inc. (Isi) technical support engineer (tse) first had the customer shut down the system, then had them reseat all blue fiber cables and cycle breakers on all carts before powering the system back on. The tse also confirmed the surgeon consoles were not plugged into the simulator and reviewed the reported connectivity state, which showed surgeon side console (ssc) 1 was not connected on port 2 of the tower, and the site indicated they could proceed using only one surgeon console. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event.